Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 100 units of insulin, and the insulin gauge displayed 45 units after 10 units of insulin had been used. The customer reported blood glucose (bg) level was "good" and was not impacted.